Event description:
During evaluation of a returned spectrum pump, the device had ec 345. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had ec 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream thermistor reading was out of specification and force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.